Event description:
Initial result for a pt troponin t was 0.143. When repeated, the result was <0.01. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.